Event description:
It was reported that the patient had a pocket erosion and infection of the left implantable neurostimulator (ins). Additional information received indicated that the patient had a revision/repositioning of the ins on (B)(6) 2012. The patient felt good with good tremor control. It was noted that a new 95cm extension was tunneled down the patient's left back to a new ins located on the lower back. It was unclear if the original pocket was cultured.

Event description:
Additional information received from the health care provider reported that the cause of the even was skin erosion over the implantable neurostimulator (ins). A new ins was implanted. The revision procedure happened on (B)(6)-2012 where replacement and repositioning of the ins occurred. The patient symptoms associated with the event was reported as skin breakdown. There was no patient hospitalization. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387s-40 lot# v012262, implanted: 2006 (B)(6), product type lead product ID, 3387s-40 lot# v014191, implanted: 2006 (B)(6), product type lead. (B)(4).